Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 655 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that an alarm was heard, the pump was interrogated and found to have been in motor stall without recovery for several days. Motor stall and recovery on (B)(6)2017, and (B)(6) 2017. A stopped pump period may exceed tube set. The patient has had problems with spasticity control for several months and reports pain at the pump implant site. The patient's behavior and pain have been terrible for several months. The pump was placed on minimum rate and was agreed to assess in several months and decide whether to replace the entire system due to the lack of effect over the last few months. It was confirmed that the motor stall was not due to electromagnetic interference (emi) or magnetic sources. They tried interrogating the pump in multiple areas. The issue was reported as resolved and surgical intervention was listed as planned. The patient was going to be seen and will be turning off the pump at that time.